Event description:
The customer reported via phone call that she went into the ocean with the insulin pump and then received a button error alarm. Customer was unable to clear the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. It was unable to perform the displacement test, verify the button error alarm and keypad response due to the blank display anomaly. Device had minor scratched lcd window, cracked case near display window corners.